Event description:
The customer reported that the system failed to power up. This will prevent the system from completing the boot process. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cb2 circuit breaker was evaluated and reset. The system was tested and found to be working as intended and returned to service.